Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Bin files were analyzed and showed system notice message 50012 " the refrigerant delivery path is obstructed" at the beginning of the first injection. Review of failure file confirmed system notice message 50005 "leak detection" on the date of case. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 9 injections. The catheter failed the performance test due to system notice message 50005. Dissection / pressure tests showed a guide wire lumen kink at 1.09 inches proximal from the tip and also revealed a guide wire lumen breaches at 1.09 <(>&<)>1.53 inches from the tip. An internal CAPA has been initiated to investigate the condition of guide wire lumen breach found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred after the last cryoablation was completed, during thawing phase. Patient had st elevation following the system notice message. St elevation resolved within 5 minutes with no medical treatment required to treat the patient. The cryoablation portion of the procedure had been completed at this point and the procedure continued with touch ups using radiofrequency (rf).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.